Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Event description:
The customer called and reported receiving sensor error alerts upon starting new sensor. This happened with two sensors. One of the sensor electrodes was missing upon removal. It was advised a common cause for this could be needle retraction. Customer's blood glucose was 7.0 mmol/l. Customer stated she disposed of one sensor but would return the other.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.